Manufacturer narrative:
Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided for reporting. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received one (1) vectra plate and six (6) screws on (B)(6) 2016. The patient experienced tenderness on the back of her neck on an unknown date and upon follow-up visit to the surgeon, discovered the screws had backed out of the plate. The patient was returned to surgery on (B)(6) 2017 for a hardware removal. All implanted devices were removed intact and no issues during revision. The patient did not receive new implants since the wound had healed. The procedure was uneventful with a stable patient outcome. No surgical time delay reported. Concomitant devices reported: vectra plate (part# 04.613.136, lot# unknown, quantity 1). This report is for one (1) 4.0mm ti cerv self-retain screw. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that the surgery was performed at c4 to c6.